Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving lioresal (unknown concentration and dose) via an implantable pump. The lioresal lot number was unable to be obtained. The pump's indications for use were intractable spasticity and cerebral palsy. The other medications that the patient was taking at the time of the event were unable to be obtained. The patient's medical history includes cerebral palsy and spasticity. The date of the event was not provided. It was reported the patient experienced increased spasms in the lower extremities. The hcp increased the dose through the pump several times with no improvement in spasms; the rep didn't have information on what the dose increases were. A catheter dye study was performed on (B)(6) 2016; the interventional radiologist was unable to aspirate through the catheter. Upon visualization of the catheter under fluoroscopy, it appeared there might be a catheter fracture. No further diagnostics were performed at that time. The patient was going to be referred to a neurosurgeon to be set up for catheter revision and or replacement. Surgery was planned but had not been scheduled. The patient's status at the time of the report was reported as alive with no injury and the event had not been resolved at the time of the report. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.